Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 8 months after implant. Reason stated was improper power.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was received for diopter measurement. Results of our testing confirmed the diopter power was correct as labeled, 25.0. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is provided in this report.